Manufacturer narrative:
The initial reported event of infection / erosion was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. Concomitant medical products: model: 5867-3m, lead end cap kit, implanted: (B)(6) 2019. Model: 5076-58, lead, implanted: (B)(6) 2019. Model: cmrm6122, antibacterial absorbable envelope, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately sixty days post a lead revision procedure the patients implantable cardioverter defibrillator (ICD) had eroded to the surface of the skin and the patient had developed a local infection. It was noted that at the time of the revision a antibacterial absorbable envelope was implanted. The ICD system and leads have been extracted. No further patient complications have been reported as a result of this event.